Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached cut; the full lead was returned for analysis. It was observed the outer tubing overlay was breached cut, there was blood/body fluid on the distal conductor, outer tubing overlay and in/on the helix mechanism. Lead damaged at implant.

Event description:
It was reported that during the implant procedure, there was a noise on the lead and impedance readings went out of range. The lead was removed and it was noted there was damage on the lead that appears to be from an instrument. It was further reported that there was noise and sensing difficulty and the lead was fractured and had an insulation breach. The lead was not implanted. No patient complications have been reported as a result of this event.